Event description:
It was reported that a stent was dislodged from the stent delivery system (sds) during treatment of the left renal artery (off-label use). The dislodged stent was deployed at an unintended site. A second was deployed to treat the lesion. No vascular complications were reported.